Event description:
It was reported that during use of the bd q-syte¿ closed luer access port - bns saline leaked when injected by the syringe foreign complaint the following information was provided by the initial reporter, translated from japanese to english: saline leaked when injected by the syringe.

Manufacturer narrative:
H.6. Investigation: bd received a 3 way stopcock with 2 q-sytes bonded to its ports. A review of the device history record was performed for the reported lot, 7143614, and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed tears in the slits of the top and bottom septum disks. The second unit also has a tear in the column wall. Next, a water/air leak test was performed on the returned units and no leakage was observed coming from the first unit. With the second unit leakage was observed coming from the tear in the column wall when the unit was placed into the actuated position. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ closed luer access port - bns saline leaked when injected by the syringe. Foreign complaint the following information was provided by the initial reporter: saline leaked when injected by the syringe.